Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. The user observed delayed movement from the instrument tip along with unintuitive motion. There was no shakiness/friction at the time of the event. The site replaced the instrument to resolve the reported problem. It was confirmed that there was no patient harm, injury or adverse outcome.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting an issue with the angle of the large needle driver instrument's tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large needle driver instrument was analyzed, and no issue was found. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Additionally, the tips opened and closed properly. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer observed an issue with the angle of the large needle driver instrument's tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.